Manufacturer narrative:
Device evaluated by MFR: the device was returned in its original pouch. Analysis of returned product revealed that the guidewire has kinks at several sections. The outer diameter dimensions were found within specification. The kinks would contribute to the reported issues.

Event description:
It was reported that the innova delivery system was stuck on the wire. A magic torque guidewire and a 7x150x130 innova vascular stent were selected for a stent procedure in the superficial femoral artery (sfa). During the procedure, there was difficulty advancing the innova device. The innova stent was deployed safely into the patient. The delivery system was difficult to remove and became stuck on the magic torque guidewire. Everything was removed together. The physician lost wire position. There were no patient complications.

Event description:
It was reported that the innova delivery system was stuck on the wire. A magic torque guidewire and a 7x150x130 innova vascular stent were selected for a stent procedure in the superficial femoral artery (sfa). During the procedure, there was difficulty advancing the innova device. The innova stent was deployed safely into the patient. The delivery system was difficult to remove and became stuck on the magic torque guidewire. Everything was removed together. The physician lost wire position. There were no patient complications.